Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated defibrillation lead exhibited a shock impedance measurement of >125 ohms. A red alert was issued in latitude for this out of range measurement. It was noted that the shock impedances had always been in the 90 ohms to 110 ohms range, but had never reached 125 ohms. The patient was admitted to the hospital for monitoring and it was observed that the patient's electrolytes were out of balance. A fluoroscopy was performed on the pocket, the lead and connections appeared appropriate with no issues noted. A 1.1 joule shock produced an impedance of 96 ohms and a 41 joule shock was at 74 ohms. It was suspected the patient's condition may have contributed to the changes in impedance and the physician planned to continue monitoring the shock impedance issue.

Manufacturer narrative:
No adverse patient effects were reported due to the impedance measurement. The device and lead remain in service without further complication.

Manufacturer narrative:
--

Event description:
--